Manufacturer narrative:
Lot history record review: the lot number was not reported. The catalog number is no longer available for sale through angiodynamics. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the fiber was returned in one piece. It appears as if the tip of the fiber broke off. The distal tip of the fiber is 1mm in length. The overall total length of the fiber is 255.5cm long. The fiber was hooked up to a dummy laser and reads that it has been fired. Conclusion: the complaint investigation is currently on going at this time. A follow up report will be submitted once the investigation has been completed. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
Tip of laser fiber broke off inside patient's vein. Dr made an incision and removed the piece. Pt is in good condition.